Event description:
It was reported that the interpulse handpiece w/bone cleaning tip was being used in a total knee replacement procedure when brown liquid was observed coming out of the device. The procedure was completed successfully with no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
Device not returned to manufacturer.